Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that the device passed functional testing; based on customer report related to unit unable to detect the attached electrodes, the investigation is closed as no fault found, as a complete evaluation of the device using the returned ECG and multifunction cables observed no issue with its ability to acquire ECG and complete a successful analysis during testing. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 64-year-old male patient, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.